Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered off automatically. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product analysis: no fault was found with the device. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.